Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up in backup vvi. The patient's presenting rhythm was intrinsic at 40 beats per minute, showing no bvvi pacing support. A device status report did not print, and there was no prior interrogation data on the patient. The hardware elective replacement indicator (eri) byte indicated that the pulse generator had not reached eri. The device was to be replaced.

Manufacturer narrative:
No medwatch form was received.